Manufacturer narrative:
The technician replaced the wheels on the brake caster and brake steer casters to resolve the issue.

Event description:
The account alleged the brake will not hold in brake mode. No patient impact.